Event description:
During procedure the tip of the v-18 wire sheared off and was lodged into the subcutaneous tissue. The tip was retrieved, and the procedure was completed. No lot or reference number provided by clinical team. Will continue to track and trend events.